Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Positioning difficulty and migration of the coil are known potential product issues associated with the use of embolic coils in cerebral aneurysms and are listed in the IFU as such. The IFU cautions do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment,. Caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched. Extravasation, bleeding from the target site, is a known potential adverse event associated with all cerebral endovascular procedures and is listed in the IFU of the embolic coils. All products are 100% inspected prior to leaving the manufacturing facility and there is no evidence of a manufacturing related issue. Review of the information suggests that previous surgical intervention, target site characteristics and procedural issues may have contributed to the reported events. This report is related to MFR. Report #'s 2954740-2015-00086, 2954740-2015-00087, and 2954740-2015-00087 as the product lot number is different on each report. Concomitant products: sl-10 microcatheter, synchro standard wire, gooseneck snare (covidien), prowler select plus microcatheter, envoy 6fr ¿ details unknown, deltapaq 8x20 (dfs10082020/c27202), deltapaq 5x15 (dfs10051520/c29103), deltplush 4x6 (dpl10040620/c29674), g2 xtrasoft coil 4x6 (641cxo406/c19976).

Manufacturer narrative:
Photographs were supplied and the review concluded the following: image 1: coil mass and surgical clip visible. An unidentifiable wire, possibly coil, with round radiopaque shape at end noted to be trailing away from the coil mass. As the image angle is not labeled and the parent vessel is not fully opaque there is no way to determine the direction of the extended wire. Image 2: I sharps container is pictured with two (2) gold tone surgical clips, one (1) silver tone surgical clip and two coil masses in side of it. The container is hand labeled; however, the full writing is not legible. Clearly visible is ¿original clip /o¿ impression: aneurysm coil mass and surgical clips in place with coil wire protruding into parent vessel. The previous conclusion is still valid: a review of the manufacturing documentation associated with the lots presented no issues during the manufacturing or inspection processes that can be related to the reported complaint. Positioning difficulty and migration of the coil are known potential product issues associated with the use of embolic coils in cerebral aneurysms and are listed in the IFU as such. The IFU cautions do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment,. Caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched. Extravasation, bleeding from the target site, is a known potential adverse event associated with all cerebral endovascular procedures and is listed in the IFU of the embolic coils. All products are 100% inspected prior to leaving the manufacturing facility and there is no evidence of a manufacturing related issue. Review of the information suggests that previous surgical intervention, target site characteristics and procedural issues may have contributed to the reported events. As there is no evidence of a product deficiency, no corrective actions will be taken at this time.

Event description:
It was reported by the hospital contact that the physician intervened on female patient (d.o.b. (B)(6) 1959) of middle cerebral artery aneurysm 1 cm in diameter with medium tortuosity which was previously surgically clipped years before. Access was gained via an sl-10 microcatheter (details unknown) and synchro standard wire (details unknown). Initial coil used as framer was a deltamaxx coil 9x35 (dmx18093520/c11927) without issue providing good initial coverage without incident. The following coils the deltapaq 8x20 (dfs10082020/c27202) and deltapaq 5x15 (dfs10051520/c29103) were also placed without incidence. Upon placing the deltplush 4x6 (dpl10040620/c29674), the microcatheter was kicked out of the aneurysm and the coil was removed. Synchro wire was used to reengage the aneurysm followed by another attempt to place the deltaplush 4x6 which embolized toward the neck of the aneurysm. Upon completing final pictures, the aneurysm appeared adequately embolized with no incident. Upon taking a second picture extravasation was noted from the middle cerebral artery. Taking an additional picture now revealed the deltaplush coil 4x6 dislodged from the neck of the aneurysm as a gooseneck snare (covidien details unknown) was inserted through a prowler select plus microcatheter (details unknown) to snare out the dislodged deltaplush coil, the attempt was unsuccessful in snaring the coil. The physician in order to stem the extravasation then placed a g2 xtrasoft coil 4x6 (641cxo406/c19976) through the prowler select plus into the middle cerebral artery aneurysm. Patient was rushed to the or to surgically repair the middle cerebral artery at which time all the coils, dislodged coil, and surgical clip were removed from the patient. Patient is currently in the neuro ICU. The products will not be returned for analysis. An envoy 6fr (details unknown) was used for the procedure.